Manufacturer narrative:
(B)(4): information was not provided by the contact. The analysis results showed that one device arrived in good visual conditions and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the rep that during a procedure for a rectal tumor resection, the surgeon indicated that the device did not capture the tissue and which is meant the device would not staple. The surgeon transected the tissue and then observed there were no staples. At this point surgeon sutured the tissue close and gave the patient a temporary colostomy. There was a possibility of colostomy going into the procedure. However, the surgeon reported that the patient received a colostomy as a result of the device issue. The rectal tumor was reportedly very low in the pelvis. The patient had undergone previous chemotherapy treatment, but states the tissue was in good condition. The patient is doing fine.